Manufacturer narrative:
This info was not provided on medwatch report rec'd. Add'l info was requested. Synthes was notified, no add'l info is available. Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned.